Event description:
After pulling up doxorubicin, a piece of black rubber (+/- 1 cm) is visible on the inside of the syringe. Possibly this has come loose from the plunger.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample and three photos were provided to our quality team for investigation. Through visual inspection, a stopper piece is observed within the syringe. Further evaluation identified that the stopper of the returned device was complete and no damage was observed, verifying the piece observed had broken off from another device. The stopper is provided by a supplier and incoming inspections are performed according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes. As the lot involved in this incident is unknown, a device history review could not be performed, therefore, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
After pulling up doxorubicin, a piece of black rubber (+/- 1 cm) is visible on the inside of the syringe. Possibly this has come loose from the plunger.